Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.168.290s. Lot number : 3190p38. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24/11/2022. Manufacturing site: (B)(4). Expiry date:01/11/2032 . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery with the implants in question for femoral neck fracture. The surgery was completed successfully without any delay. On an unknown date, a subcondylar fracture occurred at the screw portion of the plate when the patient made a turning motion, such as looking back. On (B)(6) 2023, the revision surgery was performed to remove the implants for femoral neck system and re-fixed with the other company¿s implants. The surgery was completed successfully, and no other medical intervention was required. The patient status was reported to be stable. The surgeon suggested that the screws in the plate were slightly anterior, and that the postoperative turning motion caused the fracture. No further information is available. This report involves one bolt for femoral neck system 90mm length-sterile. This is report 2 of 4 for (B)(4).